Manufacturer narrative:
Product event summary: analysis found that the device failed the battery removal functional test due to worn capacitors. It was also noted that the battery contacts were contaminated, the upper case was damaged and the display lens was scratched. As a result the main board was calibrated, the battery contacts were cleaned and the display lens was replaced. The device then passed final functional testing.

Event description:
The device was returned for calibration and maintenance. The device was analyzed and tested out of specification. There was no patient involvement.